Event description:
The patient was implanted with the vivistim system on (B)(6) 2025. The lead measured high lead impedance. The patient subsequently underwent revision surgery. During the procedure, the implanted pulse generator (ipg) was explanted and the lead connection at the ipg was inspected. The lead was confirmed to be fully inserted and secured. A new ipg was connected; however, high lead impedance persisted. The surgeon then dissected the cervical lead tract and explanted the lead. A new lead and a new ipg were implanted. System testing following implantation demonstrated normal impedance, with a final measured impedance of approximately 1,200 ohms.